Manufacturer narrative:
The information received indicated that a 8 x 60 smart stent was deployed in the patient's right iliac artery and the physician felt it to be longer than 60mm when deployed. Measurements using a 2 cm balloon as a scale to compare yield a 70-80 mm length stent measurement. There were no complications or issues with the stent length being longer. There were no problems experienced during deployment. The target lesion was the right common iliac artery and was 7mm in diameter, had diffuse disease, mild calcium and slight vessel tortuosity. Films of the event were not supplied per request. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 15247675 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Manufacturer narrative:
The product is not available for evaluation. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 15247675 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). No nonconformance records were issued for this lot. No excursions were found for lot 15247675. The stent size and lots provided as well as the quantity of stent units provided and released were reviewed and no anomalies were found. Crimped stent 8 x 60mm lots 15242761 and 15247617 were reviewed. It was observed during review of these lots that no nonconformances were generated, and no incidents were noted that could be potentially related to the complaint reported. (B)(4). The receiving inspection records for the expanded stent 8 x 60mm lots 201009200096 and 201009270055 were reviewed, and these lots were deemed acceptable. Review of the lots 15247027 and 15246208 manufactured before and after complaint lot, revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. Additional information will be submitted within 30 days from receipt.

Event description:
The information received indicated that a 8 x 60 smart stent was deployed in the patient's right iliac artery and it was observed to be longer than 60mm when deployed. Measurements using a 2 cm balloon to compare yield a 70-80 mm length stent measurement. There were no complications or issues with the stent length being longer. There were no problems experienced during deployment. The target lesion was the right common iliac artery and was 7mm in diameter, had diffuse disease, mild calcium and slight vessel tortuosity.